Manufacturer narrative:
No beckman coulter field service engineer was requested as there was no evidence suggesting an analyzer malfunction. The failure mode is determined to be use error. The customer indicated that the laboratory teammates at another laboratory facility did not have the appropriate sites filtered on their remisol pending tabs and deleted sample results. Section a2, a4, and a5: information not provided by customer. Section g1, phone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Manufacturer narrative:
No beckman coulter field service engineer was requested as there was no evidence suggesting an analyzer malfunction. The customer is proactively working with other sites as needed to update the tab filters. The customer has not called back for any further issue regarding this specific event. It is unknown as what has caused the issue based on the available information provided. Age or date of birth, weight, and ethnicity: information not provided by customer. MFR site phone number is (B)(4). The beckman coulter internal identifier is( B)(4).

Event description:
The customer reported the hematology patient samples were run from customer site and patient results reported to another site. The patient results were deleted or validated. As a result, patient treatment was delayed and resulted in prolonged patient care. The details of this care was not provided. Customer repeated the patient samples and reported correct results out of the laboratory. There was no report of injury, or death associated with this event. The customer did not provide demographics or patient data. Only provided the identification numbers for three (3) patients.